Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and verified the reported issue. It was determined that the cause of the reported issue was due to diode, designator cr30. Legs 5 and 9 on cr30 were electrically shorted. This resulted in the negative portion of the defibrillation waveform to be missing, event code logged, no pacing output and to display "abnormal energy delivery".

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. The therapy pcb assembly was replaced, which resolved the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator is present and an event code is logged in the memory of their device. The event code logged in its memory is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.